Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient died. A complete occlusion was identified in the right external iliac artery. The intraluminal diameter was not measured. The lesion length was 6mm. A wallstent rp, the diameter was 9.0mm and the length of 61mm was implanted. Clinical and radiological assessment identified the procedure as technically successful. Angiographic results were described as excellent. No procedural complications were reported. At discharge, the subject was alive and improvement in the luminal diameter, (residual stenosis < or = 30%), hemodynamic and clinical success was confirmed. At 1 month follow up visit the patient was alive with documented improvement in the luminal diameter, hemodynamic and clinical success was confirmed. No data was reported for 3, 6 and 9 month follow visit. Twelve month follow up reveled the patient had died in (B)(6) 2006.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication. (B)(4). Product not available for analysis.